Event description:
Patient was implanted with the nalu system on (B)(6) 2022, however the incision failed to heal properly and was subsequently noted by the physician to be infected. On (B)(6) 2022 nalu became aware of the infection and explant that took place on that date due to the infection as well as the incision failing to close.